Manufacturer narrative:
(B)(4). This complaint for overprime - leak out of patient line was confirmed. The cause was use error - patient connector lower than heater bag. The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation the cause of the alarm was determined to be use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a overprime, which occurred on the homechoice (hc) during use during prime. The care giver (cg) stated while in priming the patient line was being over primed and solution was coming out. The technical service representative (tsr) informed the cg to start over with new supplies. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg). The cg stated the height of the patient line was lower than the height of the bag itself. The cg understood that the line should not be lower than the solution bag. The cg stated everything else has been fine. There was no report of injury or medical intervention.